Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain zero of their therapy. The patient had drained 163ml of an expected 2000ml at the time of the alarm. The patient attempted to bypass into fill one due to being empty but then received a patient line is blocked soft alarm on the cycler. The patient had filled 80ml of an expected 2000ml at the time of the alarm. Upon review of the supplies, the patient discovered that the patient line was wet with fluid and that the blue pin had fallen out of the stay safe connector. The cycler did not get wet as a result of the fluid leak. The technical support representative advised the patient to start therapy over using new supplies. At this point in time, there has been no report of a patient injury or medical intervention resulting from the reported fluid leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was verified that the patient did not develop any injuries or require medical intervention as a result of the reported leak. The cassette used at the time of the leak was discarded following the incident. The patient was able to complete their treatment on the cycler after setting up with new supplies. The patient has continued with peritoneal dialysis therapy without complication.